Event description:
It was reported that the  pt reported that last night their controller showed 'recharging not available [78]' prompting them to install their battery pack when trying to recharge their implant. Agent had pt remove and reinsert battery pack; this did not clear the error message. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on and pt reported the error cleared, but when the li battery was reinserted the error message populated again. Caller confirmed no physical damage to battery's pins or compartment pins. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. The patient (pt) called back and said they got new battery pack but the same issue is happening - controller shows 'cannot continue install battery pack and try again'. Pt inspected controller contacts in battery compartment and says one of them looks "bent in". Pt mentioned their current controller battery door doesn't close. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 programmer (s/n (B)(6) ) revealed that there was a bent battery contact causing charging/powering up issues. This was repaired. Additionally, there was a cracked/worn/broken front case that was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.